Manufacturer narrative:
Though requested, pt information was not provided.

Event description:
Reportedly, during pt use, while the unit was connected to ac power, a "no external power" and then "switched to backup battery" alarms occured. The pt was manually ventilated and then transferred to another ventilator. There were no adverse pt effects reported.